Event description:
A philips employee became aware of a journal article (published online 13jul2021) ¿impact of in-stent tissue characteristics on excimer laser coronary angioplasty prior to drug-coated balloon treatment¿. The article retrospectively a study aimed to elucidate the efficacy of elca prior to dcb treatment for isr and the difference in effectiveness by lesion morphology. A total of 204 patients were treated, 46 with spectranetics elca laser atherectomy catheters and 158 were treated with dcb angioplasty under optical coherence tomography (oct) guidance. Periprocedural complications included 1 patient that experienced a minor dissection, and 1 patient experienced side branch occlusion. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 13jul2021 has been used, the date of publication. Takayuki ishiharaa, tomoharu dohib, daisuke nakamurab, atsushi kikuchic, naotaka okamotod, naoki morie, osamu iidaa, takuya tsujimuraa, isamu mizoteb, yoshiharu higuchie, takahisa yamadac, masami nishinod, toshiaki manoa, yasushi sakatab: impact of in-stent tissue characteristics on excimer laser coronary angioplasty prior to drug-coated balloon treatment international journal of cardiology, 2021; 339, 28-32 https://doi.org/10.1016/j.ijcard.2021.07.019. This report captures the 1 dissection and 1 side branch occlusion. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection and filling effect (occlusion) are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.